Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
During an anterior procedure a surgeon experienced issues with irregular power of a phacoemulsification handpiece. These issues lead to a capsular rupture and detachment of the patient's retina. The procedure was completed with a new handpiece.

Manufacturer narrative:
With regard to this complaint, one phaco sure touch handpiece was received. Visual inspection of the instrument revealed no anomalies. Rigorous testing of the returned handpiece has revealed that the handpiece does not function properly. The handpiece was not recognized by the phaco module, which indicates a loose contact or wire break. There may be various causes for this type of internal damage; however, given the fact that the involved phaco handpiece is more than 2 years old, normal wear and tear as a result of repeated usage and sterilization seems the most obvious. No remedial or corrective/preventive actions will be undertaken this time.

Event description:
During an anterior procedure a surgeon experienced issues with irregular power of a phacoemulsification handpiece. These issues lead to a capsular rupture and detachment of the patient's retina. The procedure was completed with a new handpiece.